Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in the cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the disconnection in the cable unit, then a noise occurred, and no image was displayed. The most probable cause was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head exhibited that the image disappeared during a procedure. There were no reports of patient harm.